Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The implantable cardioverter defibrillator exhibited post paced t-wave oversensing on the right ventricular lead. The patient did not receive any therapy during the oversensing. The device was reprogrammed and the issue was resolved. The patient remained stable before, during and after the device interrogation.